Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 16-mar-2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 78 year old male patient. There was no additional patient information available. Return product is not available for investigation. Date collected tested results heparin (u/kg) (B)(6) 2026 23000 (B)(6) 2026 1116 1116 429 (B)(6) 2026 at3 + 1000 (B)(6) 2026 1132 1132 455 (B)(6) 2026 at3 500 + 10000 (B)(6) 2026 1145 11:45 373 (B)(6) 2026 1155 1155 327 (B)(6) 2026 1156 1156 358 (B)(6) 2026 5000 (B)(6) 2026 1220 1220 >1000. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.